Event description:
It was reported that a faulty syringe drive was experienced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing both tamper seals, top case was cracked/chipped by the front right and left bottom corners, cracked by the handle, visible contamination on the device and also inside the bottom case. The customer stated problem was duplicated. -syringe plunger not in place- was found in event history log several times. Replaced right and left plunger case. Performed self test and syringe test. The cause of the reported problem was normal wear. A manufacturing or service DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or service of the device.